Event description:
It was reported to philips that series images were not working, suspected power fluctuation on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Cold restart resolved issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).